Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing pain 3 years post-implantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through stryker facebook page: it has been three years since my knee replacement. I am still in the same or worse pain than before it was done. I still have great difficulty with stairs. Right knee. Update: difficulty walking up stairs, pain and hears a "snapping noise".

Event description:
It was reported through stryker facebook page: it has been three years since my knee replacement. I am still in the same or worse pain than before it was done. I still have great difficulty with stairs. Right knee. Update: difficulty walking up stairs, pain and hears a "snapping noise".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlon p/a cr beaded #5r ; cat#5517f502 ; lot#jcn2b, device name#tritanium bplate triathlon s5 ; cat#5536b500 ; lot#ctd37342, device name#tritanium patella-asymmetric; cat#5552-l-381 ; lot#h89l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.